Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) and a competitor left ventricular (lv) lead heard beeping tones emitted by the device. Additional information indicated that the patient was subsequently seen in an emergency room with beeping tones emitted by the device. Upon device check, a high lv pacing impedance measurement of 1,917 ohms was discovered which triggered the alert. High lv threshold measurements were also noted. The device was reprogrammed and acceptable threshold measurements were obtained. Further information obtained indicated that a lead ring electrode failure was assumed to have caused the out of range measurements since impedance measurements obtained in all configurations involving the ring electrode were greater than 2,000 ohms. Normal follow up and remote monitoring were continued. The system remains in service. No adverse patient effects were reported.